Event description:
It was reported that upon finishing a case and checking for leaks, surgeon discovered several malformed staples on several staple lines with a linear cutter device. Converted to open to oversew staple lines.